Manufacturer narrative:
Device evaluation of battery pack 86446425 has been completed by the supplier. The reported problem (won't hold charge) was confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no death or adverse event associated with the battery malfunction. Device evaluation of battery pack is underway. The reported problem (battery faults) was confirmed. Upon investigation the battery was unable to power on a monitor and charge. The battery was returned to supplier for further investigation. Investigation underway. There was no death or adverse event associated with the battery malfunction. Device evaluation of battery charger sn (B)(6) has been completed. The reported problem (resets) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor reported that a patient's battery pack won't hold a charge. A us distributor reported that a patient's battery pack had faults. A us distributor reported that a patient's battery charger was resetting.

Manufacturer narrative:
Device evaluation of battery pack is underway. The reported problem (battery faults) was confirmed. Upon investigation the battery was unable to power on a monitor and charge. The battery was returned to supplier for further investigation. Investigation underway. There was no death or adverse event associated with the battery malfunction. Device evaluation of battery charger sn (B)(6) has been completed. The reported problem (resets) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor reported that a patient's battery pack had faults. A us distributor reported that a patient's battery charger was resetting.

Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (resets) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor reported that a patient's battery charger was resetting.